Event description:
It was reported that the top of the inserter fractured during final insertion. The articular surface was inserted fully, and the inserter was not needed anymore. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluated by MFR- customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d4, g3, g6, h1, h2, h4, and h10 corrected: d4 unique identifier (UDI) number: please consider previous UDI number removed as it is associated with the lot number reported in error.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10.visual examination of the provided pictures identified a fractured inserter. Medical records were not provided.device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified.a definitive root cause cannot be determined.if any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.